Event description:
A female patient underwent aaa repair on (B)(6) 2012. As per IFU the physician released the proximal trigger wire without incident. Opened the pin vise and tried to advance the top cap to deploy the super renal stent. The top cap would not advance, only with excessive force did the top cap release. Rep has a copy of the angio images and delivery system (no outer sheath) for evaluation. Apart from the successfully deployed graft, no part of the device remained inside the patient. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
(B)(4) - no consequences to the patient were reported. (B)(4) - top cap difficulties are not labeled in the IFU. Event evaluation: still under investigation.